Event description:
A 67-year-old man underwent high risk percutaneous coronary intervention (hrpci) with impella cp support and was noted to have calcified, tortuous access vessels. During the procedure the patient started thrashing around and required sedation and intubation. On removal of the sheath a vascular dissection was noted which was treated by covered stent deployment, which in turn occluded the right femoral artery (rfa) requiring vascular surgical intervention and repair.

Manufacturer narrative:
Patient-specific information (e.g., a4 weight) and product-specific information (e.g., d4 expiration date, d4 unique device identifier and h4 date of manufacture) are unavailable at the time of this MDR writing. Respective fields have been marked with unknown or left blank as appropriate. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.